Manufacturer narrative:
(B)(4).

Event description:
Data investigation confirms an unspecified issue. The probable cause was determined to be sensor noise.

Event description:
It was reported that the patient experienced an adverse event. The patient inserted a new sensor upon returning home after a CT scan on (B)(6) 2024. Later that same day (on (B)(6) 2024) he and his wife realized his blood sugar was too high. At some point the cgm sensor displayed an unknow high value. His spouse indicated he was confused but had no nausea or lightheadedness. At some point in the evening the patient was not using the omnipod insulin pump and the spouse gave him 20 units of insulin via syringe, and she transported him to the emergency room. At some point the bg level was 380 mg/dl. At the ER he was treated with IV fluids and monitored. Initially no insulin was administered because the healthcare provider (hcp) expected the bg level to decrease as a result of the IV fluids and earlier sq insulin dose administered at home by the spouse. The patient¿s bg level decreased, no insulin was given and he was discharged home in stable condition. He arrived home around 5:00 am on (B)(6) 2024. The patient resumed self-treatment with insulin after returning home. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.